Event description:
The console kept reading "check iab catheter". The iab was removed and a second iab was inserted. In spite of several calls to the facility, the iab was never returned to datascope for evaluation. (Event complications: unk - reported 1/5/98.) (Pt's current status: unk - rpt'd 1/5/98.)